Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: customer complaint the "hemogard opens itself when they recap after specimen collection.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure this event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: customer complaint the "hemogard opens itself when they recap after specimen collection."